Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction code recurred.